Event description:
It was reported via repair work order that the foot end cover was damaged causing the lift power coil cord to short out. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.